Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "over infusion / operating unit". According to the customer: "potassium replacement was prescribed to infuse over 4 hours (250ml of 5% sg and 12 ml of potassium phosphate). Technician pump program infusion. 1h later, the pump alarms claiming the end of the infusion, but the reader of the same presents remaining infusion time of 3h06 minutes. Announcement doctor of what happened. Patient did not show any alteration of vital parameters".

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Updated information: d9 device returned to manufacturer h6 codes updated the equipment was subjected to visual evaluation, having been verified which presented normal aspects of use and good condition general. The device was then subjected to verification analysis of the operations history for the occurrence date 08/6/2023. We check that the user has programmed different volumes, varying between 10ml and 282ml and also, different flow rates, varying between 70ml/h and 284ml/h. Also started and stopped the infusion at least 24 times. The latest volume schedules infusions performed were 90ml and 20ml. The flow rate in use was 90ml/h. There was already an infused volume of 358.60ml. The volume final amount was 714ml and the history of use of the equipment showed that the infusion occurred exactly according to the schedule performed by the user. In order to evaluate a possible flow error, the equipment was subjected to to a simulation of use, having programmed an infusion of 250ml to be infused over a period of 4 hours. The programmed flow rate was 62.5ml/h. The elapsed time was monitored using a calibrated stopwatch and the measurement of the infused volume was carried out using a measuring cylinder calibrated graduated glass. No deviations from flow rate and/or volume infused. Due to the data presented above, the occurrence was classified as "no confirmed", considering that no quality deviation was observed.